Manufacturer narrative:
(B)(4). D10: associated product information, part (lot): xl-115366(614450). 118001(67431738). 110030778(65230088). 110031403(65888930). 110031422(67456615). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had and initial shoulder procedure on an unknown date. Posteriorly, the patient was revised for unknown reasons. During the procedure, it was observed that the humeral tray morse taper was broken from the tray and remained in the stem. The surgeon was able to remove the product from the stem and replaced it with a standard tray. Attempts have been made, and no further information has been provided.

Event description:
It was reported that the patient had and initial shoulder procedure on an unknown date. Posteriorly, the patient was revised after the patient fell causing a fracture in the tray and dislocation in the joint. During the procedure, it was observed that the humeral tray morse taper was broken from the tray and remained in the stem. The surgeon was able to remove the product from the stem and replaced it with a standard tray. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.